Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had rapid decrease in helium.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) had rapid decrease in helium.there was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, e1, e2, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found a crack in the gasket of the cart he cylinder, and he leak from the cylinder was confirmed. Since it was a very small crack, it may have been possible to use it for a while without leaking. It was also confirmed that automatic refilling was possible with the small amount of he remaining in the cylinder. (Approximately 150 psi remaining, remaining amount alarm sounds but filling and pumping are possible). The fse checked the alarm log and found no alarms that would have stopped pumping, and as previously mentioned, there was sufficient residual pressure in the he cylinder to allow filling, so no automatic filling error (running out of he gas) occurred. Therefore, it is believed that the system went into standby intentionally. Fill manifold test: pass (90mmhg, 1mmhg, -1mmhg). A running test was carried out and normal operation was confirmed. The he cylinder and he cylinder gasket (both from hospital stock) were replaced and the leak test passed. All functional test performed and passed.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. (Medical device ¿ problem code, investigation findings).

Event description:
N/a.